Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the lot number on the outer label was different than the product itself.

Manufacturer narrative:
(B)(4). Reported event was confirmed by review of actual products received. Visual examination of the returned component confirmed the reported event as the product etching does not match the outer carton labeling. DHR was reviewed and no discrepancies were found. The root cause of the reported issue is attributed to manufacturing deficiency as the product was misetched prior to release. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.